Event description:
It was reported that the pt developed right-sided weakness about an hour after the carotid stent procedure. It was felt that the pt had experienced a tia and all symptoms were resolved. The pt later developed sudden onset of headaches and word finding problems. Neurology was notified and a heparin drip was started. In 8/95, the pt was back to baseline, and a MRI scan was ordered. It revealed focal acute ischemic changes, left mca distribution, chronic periventricular white matter ischemic changes. It was felt the pt had a stroke. The pt was discharged stable the next morning.